Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needles broke apart while being used. The surgical team had to take all of the little pieces out of the patient.